Event description:
Approx 2 weeks after insertion leakage at 10cm above the bifurcation from hole. Observed whilst infusing treatment. PICC removed. The hole in the PICC was inside the pt's vessel as only approx 4cm of catheter was out of the pt's arm.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.